Event description:
The physician used for the provisional measured the 12 mm and 10 mm articular surfaces. For the procedure, he decided to use the 12 mm articular surface. Since he had difficulties placing this one after 50 minutes, they decided to use the 10 mm and the procedure finished ok.

Manufacturer narrative:
This report will be amended when our investigation is complete.